Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by field service engineer and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's system board and blower assembly were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by field service engineer and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's system board and blower assembly were replaced to address the issues. The device's machine flow sensor was replaced to address the test fail issue caused by contamination, confirmed by the manufacturer's product investigation laboratory (pil).